Manufacturer narrative:
Vad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Doi:(B)(4). Advance access publication 4 may 2017. Complete fusion of a percutaneous aortic valve placed after ventricular assist device. Stephen l. Derryberry, renaldo d. Williams, josephl.fredi, and stephen k. Ball. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. - (B)(4).

Event description:
A journal article was reviewed which contained information regarding severe aortic insufficiency following left ventricular assist device (lvad) implant requiring aortic valve replacement. The patient underwent lvad implant and the procedure was uncomplicated. Pre-and post-implant transoesophageal echocardiograms (tee) demonstrated trace to mild aortic insufficiency and the patient was discharged thirteen (13) days post-op. Post lvad tees revealed worsening aortic insufficiency. In the context of worsening heart failure symptoms, the decision was made to proceed with a transcatheter aortic valve replacement (tavr). Less than one (1) month post-tavr, tee revealed the valve to be well seated with a trivial perivalvular leak; however, flow across the arteriovenous (av) valve was not present in systole. The patient was listed for transplant and underwent cardiac transplant 159 days post-tavr. Intraoperative tee showed motionless tavr leaflets and no flow across the valve. After heart and lvad explant the valve leaflets were found to be completely fused shut. The patient had an uncomplicated recovery. No further patient complications have been reported as a result of this event.